Event description:
Customer reported that he had high blood glucose of 450 mg/dl due to his insulin pump did not delivered the insulin. Customer stated that the insulin pump was programmed to deliver a bolus every hour, but the insulin pump did not deliver. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test, battery our of limit alarm, bolus anomaly and basal rate anomaly due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.